Manufacturer narrative:
The customer reported that the analyzer would not power on. When opening the battery compartment, the customer stated that the batteries were warm and "smelled burnt". There were no allegations of patient/user harm. There were no allegations of incorrect results. Battery compartment damage caused by incorrect installation of batteries was found during investigation of the returned analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer would not power on. When opening the battery compartment, the customer stated that the batteries were warm and "smelled burnt". There were no allegations of patient/user harm. There were no allegations of incorrect results.